Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. The device is part of the advisory for this model. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available. (Date of death to not applicable, patient outcome checked hospitalization).

Event description:
It was reported that device was interrogated and battery voltage of 2.62v with the eri flag not set. There was concern that device only lasted 3.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the right ventricular lead was undersensing. The right ventricular lead was explanted and replaced. It was also reported that the left ventricular epicardial lead had intermittent capture. The left ventricular epicardial lead was capped, and another existing left ventricular epicardial lead was connected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that device was interrogated and battery voltage of 2.62v with the eri flag not set. There was concern that device only lasted 3.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.